Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition eluting coronary stent systems instructions for use, as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, moderately tortuous, heavily calcified, de novo lesion in the proximal left anterior descending (lad) coronary artery. The vessel was pre-dilated. A 3.5x33mm xience xpedition stent was deployed when a dissection was observed at the distal edge of the stent. Another xience xpedition stent was used to successfully cover the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.